Event description:
It was reported to philips that the system was automatically shutting down. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was automatically shutting down. Upon functional testing, the fse found that the ups breaker was tripped. To resolve the issue, the fse switched on the tripped breaker. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.